Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott and the investigation revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm amplatzer patent foramen ovale (pfo) occluder was selected for an implant. During the procedure, right disk of foramen ovale occluder expands.device was removed from the patient prior to released from the cable. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replaced with a new 35mm amplatzer patent foramen ovale (pfo) occluder that successfully completed the procedure. The patient is stable.